Manufacturer narrative:
The reported alarms for high oxygen concentration were not reproduced during test of the returned oxygen-gas module in a reference ventilator. No alarms were generated during ventilation. It was revealed in the production test system for gas modules that there were oscillations caused by a drift in the electronics. If oscillations happen during ventilation, the patient may receive a higher amount of oxygen in the gas mixture than expected. A higher flow and pressure may also be generated. The failure was confirmed in the received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2017. Why the electronics has drifted, could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient it displayed an o2 concentration high alarm. There was no patient harm. Manufacturer ref: (B)(4).